Event description:
Pt in for bronchoscopy procedure. Began bleeding from vessel. Suction valve repeatedly clogged, inhibiting removal of blood. Clotting obscured valve orifice. Pt coded. Admitted to ICU.